Event description:
Complainant had been given 2 bottles of test strips by the life scan rep. They stated that one bottle seemed to work fine and one bottle gave high readings. They tested the blood sugar of a pt 3 times in the office with the one touch ultra test strips. Each time the blood sugar reading was high. The dr sent the pt to the ER. They were about to admit the pt to ICU. The ER repeated the blood sugar test and found the blood sugar to be normal.